Manufacturer narrative:
Reference medwatches 2020362-2018-00045 and 2020362-2018-00047 for associated products. Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported the alarm did not sound when the patients weight was removed from the sensor pad. As a result the patient fell out of the bed and was found on the floor by the nurse. The patient was taken to hospital and received a cat scan. It was found that she had bleeding in her head. The date the injury occurred was not reported.

Manufacturer narrative:
Evaluation codes: the device was returned and tested with the alarm returned. The sensor pad was received with a crease in the pad but it passed testing and was found to function normally. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "always check sensor pads when connecting them to a posey alarm. You can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure/release test in several different areas along the entire length of the sensor pad to ensure entire pad functions properly both with the mattress in the flat position and the head and/or foot articulated. If the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and/or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
Supplemental required for additional information.